Event description:
Patient intubated during CPR. Device attached to et tube. Device had a leak, resulting in no chest rise. Air was coming out from the device. Second device was attached which worked without problem.